Event description:
It was reported that allevyn gentle border dressings do not stay in place. Procedure was completed with a competitor device and no harm or injury reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable cause includes storage temperature, the IFU offers guidance on this matter, and or a product failure. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. The complaint history review found other related events. The associated risk files contain details relating to harm. However, no harm has been alleged. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.